Event description:
Patient had primary surgery on the (B)(6). After one week patient presented to surgeon's rooms with an oozing wound thus the surgeon decided to wash the joint out, obtain some pathology swabs and put in a drain. One week following this wash-out, the patient's wound continues to ooze and pathology results came back positive with an infection thus he decided to go back into the capsule and change the tibial insert on the (B)(6). Ref MFR 3005180920-2015-00123.